Event description:
During a coil embolization procedure, the trufill dcs syringe ii ((B)(4)) was taking to position #4 and the orbit galaxy tight distal loop complex fill 7 x 15 coil (640cf0715/ 13500375) did not detach. Then, a second syringe was used without success, and the first coil was removed, and a second orbit galaxy tight distal loop complex fill 7 x 15 coil (640cf0715/ 13500286) was used, but it also did not deploy. The second galaxy coil was removed and the procedure was finished without incident using a competitive coil. During removal from the patient, the coil delivery system kinked. The patient did well and the procedure was completed. The lav was not utilized with the galaxy coils, and prior to the event no other coils was detached with the same syringe. Prior to the difficulty to detach, the syringe was not taking past the green zone, position #3 and the red zone/alternate detachment was not exceeded. A dedicated saline source was utilized to fill the syringe, and no damages were noticed on any section of the syringe, coil system hub, or lav, and there were no leaks noticed on any of the connections (lav). After the event, no other damages were noticed on the device (coil -unraveled, stretched, kink, bend, fracture, etc or delivery system/introducer unraveled, stretched, fracture, etc) or lav. No further information was provided.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13500375 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 3007628272-2012-50012 and 3007628272-2012-50013.

Manufacturer narrative:
After the event, the delivery systems were kinked, but it is unknown when exactly the kink occurred. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 3007628272-2012-50012 and 3007628272-2012-50013. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization procedure when attempting to detach the orbit galaxy tight distal loop complex fill 7 x 15 coil (640cf0715/ 13500375) the trufill dcs syringe ii (635002/ 96331145) was taken to position #4 (red alternative detachment zone) and the coil did not detach. Then, a second syringe was used without success. The first coil was removed, and a second orbit galaxy tight distal loop complex fill 7 x 15 coil (640cf0715/ 13500286) was used, but it also did not detach. The second galaxy coil was removed and the procedure was finished without incident using a competitive coil. The coils remained attached to the delivery system. During removal from the patient, the coil delivery wires kinked. The patient did well and the procedure was completed. The lav was not utilized with the galaxy coils, and prior to the event no other coils were detached with the same syringe. Prior to the difficulty to detach, the syringe was not taking past the green zone, position #3, and the red zone/alternate detachment was not exceeded. A dedicated saline source was utilized to fill the syringe, and no damages were noticed on any section of the syringe, coil system or hub and there were no leaks noticed on any of the connections. After the event, no other damages were noticed on the device (coil -unraveled, stretched, kink, bend, fracture, etc or delivery system/introducer unraveled, stretched, fracture, etc) . No further information regarding the target site or the events is available. A non-sterile orbit galaxy tight distal loop complex fill coil 7 x 15 was received coiled inside of a plastic bag. Hypotube was inspected and kinks were noted on it. Introducer was received zipped without damage. The support coil, gripper and embolic coil were received inside of the introducer and no damages were noted on them. The gripper and embolic coil were inspected under microscope and no damages were noted on them. Using a lab sample syringe (B)(4), the orbit galaxy system was purging to the blue zone; after that the embolic coil was detached without difficulty when the needle of the pressure gauge was on the green zone. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure of the coil to detach was not confirmed with functional analysis; it detached per specification. The cause of the event experienced by the costumer could not be determined. As reported the kinks were procedurally related, occurring during withdrawal of the device. Neither the analysis nor the DHR indicate that the reported event is related to the device manufacturing process. Additionally inspections are in place to prevent damaged devices from leaving the facility. Therefore no corrective action will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 3007628272-2012-50012 and 3007628272-2012-50013.